Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting good therapy, but stated the inss were dead for a couple of months due to the patient having problems with charging, the inss went into overdischarge and both were replaced. It was stated that the inss were in overdischarge because of issues recharging so they replaced both with the newest ins model. No further complications were reported/anticipated. See related regulatory report # 3004209178-2018-16211.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97714, serial# (B)(4), implanted: (B)(6) 2017; explanted: (B)(6) 2018. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that it was unknown when the patient first started experiencing the issues with recharging leading to the overdischarge. It was stated that the cause of the recharging problems was the patient stated it took hours to recharge. The inss were explanted on (B)(6) 2018. The serial numbers of the replacement inss were reported. It was indicated that the device would not be returned for analysis as the surgery center discarded them. It was reported that the patient did not request to have the inss returned. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.